Event description:
This event is being filed as the clip became caught in the chordae and the device moved in an extreme medial direction. The event has the potential to cause or contribute to patient injury. It was reported that the mitraclip clip delivery system (cds) was prepared for use as per the instructions for use. During positioning of the clip in the left atrium, the physician had difficulty achieving a good clip position over the mitral valve. After using the steerable guide catheter "+" steering knob and the cds "p" steering knob, the position of the clip was satisfactory. When the cds was advanced into the left ventricle, the clip immediately moved medially and became caught in the chordae. The clip was inverted and was retracted into the left atrium. This process was repeated twice. The decision was then made to remove the "+" and "p" direction on the steering knobs and position the knobs at neutral. The physician noticed that the device made an extreme medial movement when the cds handle was rotated and when the clip was unlocked. The cds was removed from the anatomy. Another cds was used. The procedure was completed with the implantation of three clips reducing the functional mitral regurgitation grade from 3 to less than 1. There was no adverse patient effect or no significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system (x3). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.